Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's peritoneal dialysis (pd) fluid was clear. It was reported that the patient was recovered from the peritonitis event (previously reported as unknown recovery). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with injection (inj) amikacin (250mg twice a day) administered intraperitoneally (ip), and inj cefoperazone and sulbactam (1.5gm once a day) administered intravenously (IV) for peritonitis. The outcome of the peritonitis event was unknown. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.